Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred from the damaged battery. During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an extra washer in one of the rear therapy electrodes, causing a therapy electrode connection failure. The root cause for the extra washer is unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's battery was unable to power on a monitor. Additionally, during investigation of the patient's electrode belt for an unrelated issue, a reportable malfunction was found.